Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd phoenix¿ m50 automated microbiology system there were misidentifications. No patient impact reported.

Event description:
It was reported while testing with bd phoenix¿ m50 automated microbiology system there were misidentifications. No patient impact reported.

Manufacturer narrative:
Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported that the instrument occasionally provides incorrect results. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse updated the instrument pud and reimaged the software, replaced instrument normalizers, performed a light source adjustment, performed a filter panel and cv test. The instrument was returned to the customer in working order. The root cause of the failure is not known. This is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case# (B)(4) related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached.